Manufacturer narrative:
Qn#(B)(4). UDI number unavailable as complainant did not report a lot number. The sample was returned to the manufacturing site for evaluation. The manufacturing site reports a visual exam was performed and it was observed that the half tube marking was erased. The complaint was confirmed; however, the manufacturing site reports a 100% visual inspection and light test is performed prior to packing; therefore, any defects would be detected prior to release from the manufacturing facility.

Event description:
It was reported that: "intubation tube markings completely erased. There was no consequence for the patient as the nurse monitored the position of the tube more closely. She marked the spot with a marker, (checked with x ray). Et tube still in place , in situ as the time of logging."

Event description:
It was reported that: "intubation tube markings completely erased. There was no consequence for the patient as the nurse monitored the position of the tube more closely. She marked the spot with a marker, (checked with x ray). Et tube still in place , in situ as the time of logging."

Manufacturer narrative:
(B)(4).